Event description:
The (B)(6) male patient was part of the (B)(6) study. The target lesion located in the proximal rca was an in-stent restenosis of a previously implanted stent. Previous stent information is unknown at this time. As treatment, the patient received a 3.5 x 28mm cypher stent. Approximately four months after the index procedure, the patient died. The cause of death has not been provided at this time.

Manufacturer narrative:
The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Manufacturer narrative:
Due to additional information received, this report is now for the unknown cypher stent that had in-stent restenosis. The previously reported device (catalog: cxs28350 lot: 15096801) is now being reported under MFR report # 3003742446-2011-00020. This device is one of two products associated with this event. Please refer to MFR report # 3003742446-2011-00020. The complaint received states that this (B)(4) patient underwent cypher coronary stent implantation and experienced angina and instent restenosis. This is a 73 year-old male patient with medical history including angina (within past 6 weeks), previous pci, peripheral artery disease, myocardial infarction (mi), pvd/claudication, chronic pulmonary disease (copd), smoking, and history of allergy. The index procedure was a de novo lesion that occurred proximal to an existing cypher stent, graded as an instent restenosis. The index procedure then used a 3.5 x 28mm cypher stent that covered both the new lesion in the proximal rca and extended to the mid rca. The previous stent was placed in the mid rca in (B)(6) 2004. Patient's post procedure medications included aspirin, clopidogrel, and beta blockers. Sixteen to twenty-four hours post procedure the patient had elevated enzymes. Patient's ck-mb peaked at 30.6 (uln 3.2). At the 30 day follow-up after the procedure, the patient had stable angina. Approximately four months after the index procedure the patient died. Patient's cause of death was end stage chronic obstructive pulmonary disease and he died in inpatient hospice care. The patient's copd/death was graded as unrelated to the implanted cypher stents and will be captured as a non-complaint. The product was not available for evaluation; therefore, no extensive analysis could be performed. Additionally, as the lot number was not provided, a review of the manufacturing records could not be completed. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Angina is a known potential adverse event associated with the coronary stent implantation procedure and is listed in the IFU as such. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. There are patient and lesion characteristics that may have contributed to the reported events, specifically the risk factors for atherosclerotic disease; i.e. Cardiovascular disease and smoking.